Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels and diabetic ketoacidosis (dka). Reportedly, the customer was hospitalized due to the issues. The customer reported that the elevated bg/dka was due to the customer not properly correcting for elevated bg and indicated that the pump and supplies were functioning as intended. The customer declined to provide additional detail regarding the events.